Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime warning (cs162) with low non-zero force. During testing, the pump successfully completed the ez-prime steps with no loss of prime warnings occurring. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.